Event description:
Meter was prompting the not ok message. The pharmacist explained that the pt dropped the meter off at the pharmacy and reported that the meter would prompt the message during testing. The pt neither alleged harm nor experienced injury or medical intervention. The pt did contact a medical professional for advice; however, the pt was unable or unwilling to indicate if pt received any treatment. The pharmacist was walked through cleaning the meter and retesting using proper procedures. Issue was resolved through troubleshooting. Pt's meter was replaced.